Event description:
Lancet did not retract and nurse doing pku test on a newborn infant put lancet down, picked up and stuck herself because lancet did not retract. Product sample in question not available. Product was disposed of in biohazard container. Nurse followed hospital procedure for blood exposure, tested for hiv and hep. (Results confidential) wound was small, small puncture, cleansed, requiring no stitches or dressing.